Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen has become difficult for the customer to read. Reportedly, some numbers are not visible and some letters are missing. Tandem technical support reviewed the touchscreen display and there is several "ink blots" on the screen. Customer had elevated blood glucose levels (400-500 mg/dl). Reportedly, due to the touchscreen issue the customer accidentally entered the wrong amount of carbohydrates into the pump and did not receive the correct amount to cover the amount of carbohydrates consumed. Customer delivered a bolus and used manual injections to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.